Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that resistance occurred in the middle of the stent. There was no damage observed to the pipeline pushwire or catheter.

Manufacturer narrative:
The initial reporter/physician information is not reported from the region due to country privacy laws. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline stent was poorly deployed in the distal portion of the aneurysm. There was deployment failure in the distal stent region. The pipeline was positioned in a distal  bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed 3 or more times. No operation, such as using another device to deploy the stent was performed. There was difficulty with navigation and friction/resistance during catheter delivery. A new microcatheter was used, and when the 475-18 was deployed with the stent removed by 1 size, it could be placed. The pipeline was resheathed and retrieved from the patient's body with the microcatheter. No patient symptoms or further complications were reported as a result of this event. The pipeline and phenom were used for an approved indication. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for fd placement in cerebral aneurysm treatment of a saccular, unruptured right ic-cs aneurysm with a max diameter of 13mm and a 6mm neck diameter. The access vessel was the internal carotid artery (ica) with a diameter of 3.6mm. The landing zone was 3.6mm distally and 4.8 proximally. It was noted the patient's vessel tortuosity was strong. Dapt (dual antiplatelet treatment) was administered. Pru level was 310. Postoperative findings related to blood flow contrast was good. Ancillary devices include a 6frfubukixf guide catheter.